Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 200-252 (mg/dl) and trace ketones for two days. Pump correction boluses were delivered to address bg levels and water was consumed to address ketones. Reportedly, the customer is sick with a virus. A pump system check revealed the pump was performed as expected.

Manufacturer narrative:
The investigation has been completed and no failure was identified in relation to the reported event. However, a different issue was identified.